Event description:
The pt called alleging that the meter would not power on, when the test strip was inserted into the meter. Since the pt was unable to test they contacted their physician for assistance and did not receive any treatment. The meter powers on only when pressing down on the m button.